Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that the customer was currently hospitalized due a broken hip. Blood glucose level at the time of the call was over 600 mg/dl. The caller declined troubleshooting, due to the customer not wearing the device for the past two weeks. The insulin pump was not replaced or returned for analysis.